Event description:
On (B)(6) 2008, the pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On (B)(6) 2011, a computed tomography scan identified a proximal type I endoleak with aneurysm enlargement form 7.4 x 7.0 cm to 8.0 x 8.1 cm. On (B)(6) 2011, an aortic extender component was implanted proximally to treat the type I endoleak. It was reported that the proximal type I endoleak was caused by the trunk migrating distally (amount unk) due to a loss of seal zone proximally (cause unk). It was also reported that a type ii endoleak from an accessory vessel at the proximal attachment site was also identified during the intervention. It was reported the aortic extender component was implanted in the area of the type ii endoleak. The pt tolerated the procedure.